Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
After dilatation with two different passeo-35 balloons, the mildly calcified lesion (70 percent stenosis degree) in the mildly tortuous mid sfa was improved but still not good. It was decided to implant two pulsar-18 self- expandable stents. The first stent was released successfully but the second one (complaint device) could not be released. An abnormal sound was noticed. The device was removed, and another stent was used to finish the procedure.